Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient experienced inaccurate reading and the cgm reading would have been off by 100 mg/dl. No specific symptoms were reported, but the patient stated that they ended up in a critical situation and had to go to the emergency room. When a fingerstick was taken the cgm reading was 67 mg/dl, and the blood glucose reading was below 40 mg/dl and going down. No treatment was reported, and it was unknown how much time the patient spent at the hospital. No other details were documented, and no patient information was available for a follow up. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. A difference of up to 100 points off during an unspecified date was also reported. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.